Event description:
An abbott medisense precision pcx glucose meter used in the bedside screening and monitoring program at hosp was found to be recording the wrong date on the test records for three pt tests within a 4 day period in february 2002. The tests were performed in february 2002. The records for those tests have the future dates february 17, 18 and 20 in the glucose meter memory and hosp's system records. The first two test results were not electronically transmitted (uploaded) to the precision net data mgmt system until the day after testing. Therefore, the computer found no discrepancy between the "sample date" and the "date received" when processing records for transfer to the lis (laboratory info system sunquest). Those records were sent to the hosp info system and recorded in the electronic medical record. The test performed on 2/19 with date 2/20 was uploaded on the same day of testing. The computer recognized the date discrepancy and held that record in an error file for review. That is how rptr discovered the problem. During the investigation of the probem, rptr discovered that the meter had a battery compartment problem (so described by the medisense technical support group) for several days. Sometimes the date/time in the meter, controlled by the computer and locked out the user intervention, would frequently have date/time info. Replacing batteries or tapping the meter against hand and uploading the meter to receive the correct info from the computer would return the correct date/time info temporarily. This is a problem hosp has had for nearly a year with various individual instruments. Rptr was not aware of the possibility that the meters might record the wrong date and/or time on test records.